Event description:
I had the essure placed in (B)(6). The implanting doctor could only place 1 out of 2 coils as he said there seemed to be blockage in my right fallopian tube. The procedure itself was not that bad, initially, what has come after is what's bothersome. The doctor said I would have light bleeding for a day or 2, which did happen but then 4-5 days later I started bleeding again, heavier, which lasted almost 5 weeks. So, only the left coil was placed and the doctor sent me on my way and said wait 3 months to have hsg test done to confirm if the left coil placed and scarred over properly, he said we'll go from there regarding my right tube. I have been continuing to take my birth control because I was not fully "essured". Back to the doctor not being able to place the 2nd coil, I felt like it was no big deal to him that there was something going on with my right side so I went to see my primary care physician and asked if we could run some tests and because I had been bleeding since the procedure. She sent me for a pelvic us and endovaginal us on (B)(6) 2013. The findings came back that there seemed to be a coil in my uterus. No results as to what was happening with tube. The radiologist recommended I have the hsg done asap to confirm coil placement. I had the hsg test on (B)(6) 2013 and indeed have a coil in my uterus with blockage to both of my fallopian tubes now, not just one. Since having the procedure done and finding out the coil is not in my tube, I have had many issues, dizziness, diarrhea, erratic bleeding for upwards of a month at a time, painful intercourse with spotting afterward, easy bruising, skin rashes/itchiness, severe cramping with/without bleeding that wakes me from sleep, bloating, bladder leakage, fatigue, back pain and sweating. I am currently waiting for my pre-op appt on (B)(6) to set up surgery date to have a laparoscopic hysterectomy and tube removal already approved through tricare, my insurance. I trusted my doctor when he recommended essure to me. I did not expect to have this procedure done, which clearly did not work from the beginning when he couldn't place both coils to ultimately having to undergo a hysterectomy to fix this and the problems I've been having from it. Please take it off the market!